Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer went on monday to have an x-ray and now the insulin pump and sensor are not communicating the way that they used to. Customer stated that her blood glucose is also very high. Customer stated there were issues with battery life and she changed her battery multiple times in the last couple of days. Customer stated that her ketones are moderate and her health care professional told her to monitor the issue. Customer stated that her blood glucose was 495 mg/dl this morning. Customer treated with a manual injection. Customer stated that she was up last night vomiting.